Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the manufacturing site and evaluated. It was reported that picture was foggy and appeared to be failing to focus. Per service reports, this complaint cannot be confirmed. During the service evaluation the following defects were identified: minor scratches on the unit. Damaged grasping mechanism. External damage of adjusting rings. The endoscope grasping mechanism (gm), adjusting rings including o-ring seals were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The user error was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that during an unknown procedure on (B)(6) 2021, it was observed that the picture on the coupler ac zoom device was foggy and appeared to be failing to focus. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.